Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a high priority primary alarm failure. The device was reported to be outside of use at the time of the reported problem. The biomedical engineer (bme) went to the customer site and verified there was a primary alarm failure. The device was turned on in normal operation mode to verify the high priority alarm on the screen. The device was opened to ohm out the speaker and verified that the speaker had an open loop not being within the acceptable range of 6 to 8 ohms. In a good faith effort (gfe) response from the bme received on 14jul2023, it was stated that the bme replaced the alarm speaker assembly to resolve the issue with the high priority alarm. The device was returned back to service with full functionality. The replaced faulty speaker assembly was returned for evaluation. The device diagnostic report (drpt) from the time of the event is not available as the device received a software update when placed back into service, wiping the data clean. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.